Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented to the clinic for a follow up visit, lead fracture and high voltage lead impedance issue was observed on the rv lead. The impedance was increasing since mid-december. Patient received a vibratory alert however did not notify the clinic as the patient is not on remote monitoring via merlin.net transmission. Patient did receive shock on (B)(6) 2018 for rapidly conducted atrial fibrillation. Device was elective explanted and replaced due to advisory. Lead was capped on (B)(6) 2019 and a new lead and device was implanted. Patient was stable.

Manufacturer narrative:
A partial lead with the pin measuring 11.8 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.